Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, complication in site preparation, pain, swelling, fistula, inflammation (2024_1492 and 2024_1493 are same patient).